Manufacturer narrative:
The device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. Additionally, it was noted that this system exhibited oversensing and undersensing. A revision was performed and the implantable cardioverter defibrillator (ICD) was explanted while the right ventricular (rv) lead was capped. No additional adverse patient effects were reported.